Event description:
The customer called and reported the insulin pump turned off unexpectedly twice. Customer's blood glucose was 145 mg/dl. Customer stated the battery was not previously used and the insulin pump had not been bumped or dropped. Furthermore, there were no unattended alarms and the battery cap was not loose, cracked, or damaged. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with normal operating currents and no unexpected off no power alarm noted. The low battery indicator alarm functioned properly. The insulin pump has minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.